Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 00:15:56. During night drain cycle five, the patient's ultrafiltration reading was 2147 ml, indicating the home patient (hp) drained 1347 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was available for evaluation. Review of the event log found evidence of the reported iipv event. The cause of the iipv was determined to be that the user had set the tidal total ultrafiltration removal too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available a supplemental report will be submitted.